Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) instrument was found to have a burnt end. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of bipolar yaw pulley thermal damage. The bipolar yaw pulley exhibited localized melting damage at the base of one of the grip tips. Electrical continuity was performed and passed. No damage to the conductor wire was observed. Additional observation not reported by site: the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.084- 0.143 in length and were not aligned with the tube axis. Scratch marks /abrasions - instrument main tube are typically attributed to mishandling / misuse.